Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their lead wires replaced in 2014. They stated that the lead wires were replaced due to issues with the lead wires connecting to the ins. There were no symptoms reported. No further complications were reported/anticipated.